Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter (aus) due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the reason for the revision was that the previous aus was un-operational. The device will be returned by the facility.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter (aus) due to unspecified reasons. A patient outcome was not reported.